Event description:
It was reported that the device was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that (2) tsw35 instruments would not fire on first firing. There was no consequence to the pt.